Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. An investigation revealed a root cause of a machine/process error. The error is being investigated further to determine how to prevent similar errors from occurring in the future. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.

Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was discovered with a sealing issue. The item was not in use. No injury/death was reported. This event was filed in our compliant handling system as number (B)(4).